Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee surgical procedure, it was discovered that when the trinkle drilling attachment device hit resistance, the device would spin; however, when the device was attached, it would not work. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tool coupling would not rotate. It was further determined that there was unknown liquid found internally (immersion) and the transmission shaft was broken (component wear).it was determined that these issues were consistent with immersion and component wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods and wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.